Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 46 md/dl. The customer drank juice to address the low bg level. The customer indicated that the healthcare provider was to be contacted to review the settings on the pump. During troubleshooting with tandem technical support, the pump was found to be functioning as expected.